Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they cleaned the insulin pump with water. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional testing, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor, displacement, download pump or verify the pump error 35 due to a critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the display window, case and keypad overlay texture damaged.